Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint states the patient experienced inaccurate cgm values. No product or data was returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. At the time of contact, no injury or medical intervention was reported.